Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the separation and patient death; however the additional treatment, foreign body, and hospitalization appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On a (B)(6) 2016, during a pediatric procedure, an unknown balance middleweight guide wire tip separated in the internal iliac. An attempt was made to remove the separated tip from the patient anatomy; however retrieval was unsuccessful. Computed tomography (CT) scan was assessed and the decision was made to leave the tip in the patient anatomy as it posed no risk to the patient. The patient was on life support, and it is unknown at this moment if the patient was on life support prior to the procedure. This past weekend (date unspecified), the patient was removed from life support and the patient expired. No additional information was provided.